Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius regional equipment specialist (res) was called onsite to repair a 2008t hemodialysis (hd) machine that automatically shuts down after being powered on. A biomedical technician at the user facility revealed that the event occurred in heat disinfect. Therefore, no patient was connected to the machine at the time of the incident. The biomed performed a visual examination of the power supply and found a mark inside the plug. No sparks or signs of excessive heat were observed, and no charring was visible. However, upon further visual examination by the res, the power plug was found to be burnt. The res replaced the power supply to resolve the issue. The keyboard and ui/mics board were subsequently replaced as a precautionary measure. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing investigation: the 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional specialist (res). The res replaced the power supply to resolve the issue. The keyboard and iu/mics board were subsequently replaced as a precautionary measure. Following the parts preplacement, the machine was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The power supply assembly was received by the manufacturer for analysis. A visual examination found that the power supply was received with burn damage to the power plug. The plastic was melted around the terminal for the plug¿s black wire. The terminal for the black wire had pitting as well. The pitting on the power plug terminal indicates arcing within the outlet. Hospital grade outlets are required with the use of the t machine. Functional testing was performed by installing the received component into a working unit. The machine powered on and operated in dialysis mode without issue. Additionally, the unit passed self-test and a heat disinfect program. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the power cord revealed the presence of burn damage to the plug. Therefore, the complaint has been deemed confirmed.

Event description:
The power supply assembly was returned to the manufacturer for evaluation.